Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to the d4, d10, h4 sections and to update the h3 section. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. Results - 3211 is based upon evaluation of user facility information & the returned sample; 213 is based upon functional testing of the returned sample. One 6fr angio-seal evolution was received for product evaluation. The evolution body, arteriotomy locator and the incompletely opened poly foil pouch were returned. A partially opened poly-foil pouch was opened completely to reveal the returned device. The body of the evolution was found to be mated with the hemostasis sheath. The arteriotomy locator was slightly kinked at the blood inlet hole. There was a bend in the carrier tube assembly and hemostasis sheath. The deployment sleeve was noted to be in the full forward lock position upon receipt. The color band of the deployment sleeve was not fully exposed. The tamping tube was exposed past the green compaction marker. The button was stiff upon receipt. The distal end of the suture was inspected under the microscope and it was appeared to be cut manually with a blade. The handles of the evolution device were disassembled and inspected. The suture could be seen tethered to the spool, but there were no turns of suture remaining on the spool. The rack could be moved into the distal position. The gears were able to turn appropriately. No functional anomalies were noted. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the device was not placed in the rear lock position. However, the exact cause of the reported event cannot be definitely determined based on the available information.

Manufacturer narrative:
(B)(4). The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For (B)(4).

Event description:
The user facility reported upon attempting to deploy an angio-seal device the plug remained in the sheath and would not detach however the string came away. Hemostasis was achieved by manual pressure. The patient had to stay overnight. The patient experienced minor harm.